Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of occlusion is a known observed and potential patient effect as listed in the nc traveler rx coronary dilatation catheter (cdc) instructions for use (IFU). The investigation determined the reported balloon rupture and treatment appear to be related to circumstances of the procedure; however a conclusive cause for the reported patient effect cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The nc traveler rx is currently not commercially available in the united states; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, mid right coronary artery. A 3.5x23mm xience pro stent was implanted, then a 3.5x15mm nc traveler balloon dilatation catheter (bdc) was advanced for post-dilatation. The balloon ruptured between 14 and 16 atmospheres, and the artery became occluded. A 3.0x15 xience pro stent was placed to treat the occlusion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.